Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip needed to be replaced. Once the part was replaced, the system then passed the system checkout and was found to be fully functional. The pcoip is at medtronic and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system camera cart powered down without prompt from the user. It was reported that the monitor then displayed the splash screen for the pcoip. It was noted that the issue occurred while loading software onto the navigation system. Disconnecting and reconnecting the carts of the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis on the returned pcoip resulted in an electrical failure found through functional testing and visual/physical examination. Analysis states that logs from the software showed reboots at different time intervals. If information is provided in the future, a supplemental report will be issued.